Manufacturer narrative:
UDI is unknown for this system. Reporting facility phone number is (B)(6). Siemens has completed a technical investigation of the reported event. The root cause of the event was due to the facility staff not adhering to the warnings in the system's user manual and the system's warning labels present on the system itself. It is clearly stated that unauthorized persons are not to go into this area of the system. An authorized person is also instructed to switch the system off. If the facility staff do not adhere to the system warnings, severe injury could occur. In this event, moderate injury was sustained. No further action is warranted at this time.

Event description:
It was reported to siemens that after an air flow interlock (il #44) occurred, the physicist checked air flow in the cooler assembly of the reported oncor avant garde system. The physicist put his left hand near the fan to feel the air flow resulting in his fourth and fifth digits sustaining moderate injury by unintentionally contacting the fan blades. The fifth digit required medical treatment and sutures were required to close the wound. The reported event occurred in (B)(6).